Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance, high thresholds, diminished sensing and the patient had received an inappropriate therapy. A lead fracture is suspected. The lead has been capped and replaced. No further patient complications have been reported as a result of this event.